Event description:
Provider states there is no tread remaining on the drive wheels, arm pads are cracked and cause skin irritation, both footplate extension tube is bent, footplate is broken and will not stay up on right and left side.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.